Event description:
Additional information received reported the extensions were fine and the impedances were normal. The patient was doing fine.

Event description:
It was reported that during implant an impedance test showed that all electrode combinations with number two on the extension was greater than 40,000 ohms. The extension was broken at the number two electrode. The healthcare professional (hcp) tested the connections by checking the set screws at the lead and extension connection and the implantable neurostimulator (ins) connection, but the impedances were still measured to be above 40,000 ohms. The lead impedances were tested and they were found to be normal so the hcp replaced the extension. After replacing the extension the impedances were within normal range. The patient was under general anesthesia during the extension replacement and ins implant. There were no patient symptoms or complications associated with this event and the patient status at the time of this report was alive with no injury.

Manufacturer narrative:
Concomitant medical products: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: extension. Product ID: 3387s-40, lot# va0p7r5, implanted: (B)(6) 2014, product type: lead. (B)(4). Analysis of the extension found the conductor of the extension body was broken within 10 cm of the connector area. The #2 conductor was broken 2.8 cm from the proximal end.

Manufacturer narrative:
(B)(4)